Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power loss alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power loss alarm was performed. Customer advised the insulin pump shut down last month and they have had battery issues. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump monitored for several days. Pump had unresponsive buttons at escape and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test and due to unresponsive button. After locking the connector unit received with all operating currents within spec and passed unexpected alarm error test, no unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip.